Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported failure could not be determined. In (B)(6) 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. As the lot number of this complaint is unknown, it is unknown if the device has an old or newly designed ceramic tip. Furthermore, as a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. The event can be detected/prevented by following the instructions for use (IFU) which state: "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip of the rotating cf resectoscope inner sheath cracked off and fell into the patient during an unknown procedure. The tip was recovered, and the case was completed. Attempts to obtain additional information was performed but no further information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The lot number of the device referenced in this report, as well as the position of the reporter is unknown. Additional information was requested but no further information was obtained. The device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.